Manufacturer narrative:
Batch review performed on 16-sep-2024. Lot 2008351: (B)(4) items manufactured and released on 20-apr-2021. Expiration date: 2026-04-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved, batch review performed on 16-sep-2024. Dm converter - tin coated (k211891) lot 2012424: (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Double mobility liner (k092265) lot 2344731: (B)(4) items manufactured and released on 18-dec-2023. Expiration date: 2028-12-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Mectacer biolox delta femoral ball head (k112115) lot 2213111: (B)(4) items manufactured and released on 06-sep-2022. Expiration date: 2027-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 2 months after the primary surgery, the patient has been revised because of infection. The surgeon performed a dair and revised successfully the m-vizion proximal body, dm converter, dm liner and the ceramic ball head.